Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was sent a new patient controller. The patient did passive charging for 1.5 hours yesterday and that that did not resolve the issue. Did 10 min of passive charging during the session with the patient. The caller reported that all values on the passive charging screen were 100. Technical services (tss) had the caller move the antenna and the caller indicated that the numbers changed from 100 into the 90s. Tss had the caller attempt to disable and re-enable the ins. The controller did not connect to the ins for charging after running the disable process.the caller used a second controller, the controller displayed a memory problem message and the caller set the time and date. The caller then connected the controller to the patient's recharger. The caller started a passive charging session with the patient. The caller did not complete the passive charging session during the call. The caller indicated that they needed to end the call to see another patient. The patient will continue char ging the ins. No symptoms were reported. Additional information was received from the manufacturer representative (rep). It was reported that the cause was not determined. The steps taken to resolve the issue was the rep has spoken with the managing physician and they are working on replacing the ins. Additional information was received from the manufacturer representative (rep). It was reported that they were still stuck on the passive charging screen. Caller says patient has his pain symptoms back and is suffering so they want to move ahead with replacing the ins as soon as possible.

Manufacturer narrative:
H3: analysis of pli# 10 product ID# 97715 found stim ins/hybrid/integrated circuit/anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient stated in pre op that their stimulator worked for 63 days and then was unable to connect with their charger or programmer. They had worked with their manufacturer representative for several hours to try and connect to the battery. No connection was made and the decision was made to replace the ins. The ins was explanted on (B)(6) 2022. The issue was resolved at the time of report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.